Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have low motor speed. The motor was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use. The event is not confirmed. G2: foreign - event occurred in taiwan

Event description:
It was reported that during kit inspection, the handpiece malfuncioned while depress throttle. Inconsistent speed was confirmed after final investigation.there was no patient involvement. Due diligence is complete as no additional information is available.